Event description:
It was reported the pt is no longer receiving stimulation and is unable to communicate with or charge his ipg. The pt has not charged his ipg since (B)(6) 2012. A replacement charger was unable to resolve the issue. The pt is holding off on replacing his ipg due to other health issues.

Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.